Manufacturer narrative:
The service evaluation identified foreign material was found at the forceps elevator causing no/insufficient air/water flow. And also the inside of the light guide lens is dirty. The additionally, the air/water nozzle has deformation, the adhesive of the bending section cover is missing, the bending section cover has discoloration, the insertion tube below the control body is wrinkled, the image guide protector has a cut, the control knobs and forceps control lever are dirty, the switch unit housing is dirty, the universal cord is dirty. The angle wires are worn causing the angulation to be out of standard. The scope connector, electrical connector, and light guide cover glass have corrosion. The control body grip is dirty. The distal end cover is dirty. The scope also has cosmetic scratches on the objective lens. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer evis exera ii duodenovideoscope was collected and returned to the olympus repair center for an â¿¿annual inspectionâ¿¿. There was no defect or malfunction associated with the device. Upon inspecting and testing, foreign material was found at the forceps elevator and also the inside of the light guide lens is dirty. This report is being submitted to capture the foreign material at the forceps elevator and the inside of the light guide lens is dirty. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, lg lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions resulted in humidity invading the lg lens which led to corrosion. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.